Event description:
Metatarsalgia was the most common complication. One foot required weil osteotomy of the second metatarsal.

Manufacturer narrative:
Lawrence, b.r., thuen, e. A retrospective review of the primus first mtp joint double-stemmed silicone implant, 2012, journal article page 3. This is the initial report submitted regarding this surgical event and medical device.